Event description:
Reported by the pt's mother as follows: "first doctor visit ... (Date). Next visit ... (Date) emergency with 105 degrees f fever. Sick, pain, and breathing problems. Infection, low blood pressure, chest pain. Several tests performed by hosp, and the doctor decided to remove the band with suspected peritonitis. This was an emergency surgery." F/u with the surgeon in progress.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial #. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, chest pain, incision pain, port site pain ...".